Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date. Fields updated:date of event,type of reportable event,if follow-up, what type.

Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition with a scratched screen. The device was started, and the customer's complaint was verified. The device double was beeping with a cassette attached. The downstream sensor will be replaced in order to resolve this issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump has alarmed twice. There was no reported injury to the patient.